Event description:
A malfunction was reported with a t:slim x2 pump's battery, which would not charge. Customer service instructed the caller to plug the wall adapter into a known working outlet for at least 30 minutes. The customer confirmed that after following these instructions using the original charging supplies, the pump began charging successfully, and no further assistance was necessary. There was no reported impact to the customer¿s blood glucose level.